Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the pin hex's edges of ibalance¿ tka, pin driver had damaged. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Manufactured date 04/2020.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/04/2024, it was reported by a sales representative via (B)(4) that an ar-613-91 ibalance tka pin driver had the pin break off inside the pin driver and, therefore, was not able to be utilized during the second half of the procedure. The case continued, and another product from the second instrument set was used. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was received on 11/06/2024: this was discovered during a uni knee arthroplasty procedure on (B)(6) 2024.